Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was very thin and the buttock placement was intolerable. The patient underwent a revision procedure wherein the ipg was relocated and replaced. The patient was doing well postoperatively.